Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized and had no energy output. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the blade broken at the base. A piece approximately 0.084" x 0.513" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.. The complaint regarding the instrument could not be recognized and activate energy was confirmed by failure analysis.